Event description:
It was reported that a metal piece broke off of the tip of the handpiece during setup for a case. There was no pt involvement, and nothing fell into a surgical site. A different handpiece was brought in for the planned procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported complaint was duplicated. Based on the investigation details, a chuck broke off of the tip of the drivetrain where a blade is inserted. The drivetrain assembly was the replaced along with other components.